Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9260586, medical device expiration date: 2021-02-28, device manufacture date: 2019-09-17, medical device lot #: 9220469, medical device expiration date: 2021-01-31, device manufacture date: 2019-08-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that red lines and markings were seen in the bd vacutainer® k2 edta (k2e) blood collection tubes after being spun. They had been placed upright in the fridge at night, stored at "2c to 8c" with humidity at "20% to 80%", and spun in the morning. Lot#'s 9260586 and 9220469 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "customer service rep called to report that her customer is reporting an issue with product #367863. She stated that after spinning they are seeing red markings/red lines." After spinning the samples, we are seeing this line of red on the side. It's interesting because before we went into our teams sm would spin the nat samples at night before putting in the fridge. Now they are taking them from the fridge and spinning them in the morning and we see this. The other samples were not spun directly out of the fridge and they don't have a line of red. It is only c0001, we have seen faint lines once in a while but nothing prominent like this. The retentions in the fridge that are unspun do not have a line. I don't know if it is maybe a lot issue with c0001 tubes but why would other samples not have it. The nat samples have all been spun at the correct speed and time. "How many tubes were affected from each lot? About 100 to 175. Was there multiple sites that experienced the issue? Don¿t know. Was there any erroneous results? No. Did the course of treatment change? No. Were there any photos taken during the time of incident? If yes, please attached in email response. No. Are samples available to return for investigation? If so can you provide the full facility address. Was the tube mixed properly after the collection? Yes. Were the tubes used beyond their expiration date? No. At what conditions of temperature and humidity were the tubes stored prior to use? 2c to 8c. Humidity is 20% to 80%. Were the samples exposed to high temperatures during processing (including clotting time and centrifugation)? No. Is tube store upright or on its side, after collection? Upright."

Manufacturer narrative:
H6: investigation summary. Bd had not received samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. The extensive wait time (overnight) as described by the customer, is not recommended. It is most likely that this extended time prior to centrifugation with whole refrigerated blood in contact with the tube surface. The use of this product for nat is considered off label use. We recommend the bd vacutainer ppt plasma preparation tube for nat. This is a plastic evacuated tube for the collection of venous blood, which upon centrifugation separates undiluted edta plasma for use in molecular diagnostic test methods. A review of instructions for use of our product and manufacturer's recommended specimen type(s) for their assays and associated validation recommendations should be evaluated for individual assay requirements.

Event description:
It was reported that red lines and markings were seen in the bd vacutainer® k2 edta (k2e) blood collection tubes after being spun. They had been placed upright in the fridge at night, stored at "2c to 8c" with humidity at "20% to 80%", and spun in the morning. Lot#'s 9260586 and 9220469 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "customer service rep called to report that her customer is reporting an issue with product #367863. She stated that after spinning they are seeing red markings/red lines.". After spinning the samples, we are seeing this line of red on the side. It's interesting because before we went into our teams sm would spin the nat samples at night before putting in the fridge. Now they are taking them from the fridge and spinning them in the morning and we see this. The other samples were not spun directly out of the fridge and they don't have a line of red. It is only c0001, we have seen faint lines once in a while but nothing prominent like this. The retentions in the fridge that are unspun do not have a line. I don't know if it is maybe a lot issue with c0001 tubes but why would other samples not have it. The nat samples have all been spun at the correct speed and time. " how many tubes were affected from each lot? About 100 to 175. Was there multiple sites that experienced the issue? Don¿t know. Was there any erroneous results? No. Did the course of treatment change? No. Were there any photos taken during the time of incident? If yes, please attached in email response. No. Are samples available to return for investigation? If so can you provide the full facility address. Was the tube mixed properly after the collection? Yes. Were the tubes used beyond their expiration date? No. At what conditions of temperature and humidity were the tubes stored prior to use? 2c to 8c. Humidity is 20% to 80%. Were the samples exposed to high temperatures during processing (including clotting time and centrifugation)? No. Is tube store upright or on its side, after collection? Upright."